Manufacturer narrative:
Due to further investigation, the evaluation has been updated: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However during further evaluation it was determined that the triggers were jammed and the coupling guide is worn. It was noted that the wire insulation on the electronic control unit was damaged, the trigger was sticky and the coupling head components were worn. The assignable root cause was determined to be due to wear on components from use. If additional information should become available, a supplemental medwatch report will be sent accordingly".

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device triggers were jamming and the coupling guide was worn. It was further determined that the wire insulation on the electronic control unit was also damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use. If information is obtained that was not available for the initial report, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing while attaching the drill bits, it was discovered that the small battery drive would not spin. There was no delay to the surgical procedure. A spare device was available for use. There was no report of patient/user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information becomes available a supplemental medwatch will be submitted accordingly.